Event description:
The hospital reported that during a cornary artery bypass graft surgery, the punch created a large and jagged aortotomy. The surgeon deployed the seal but it would not stay inside the aorta. A side biter clamp was applied. The surgeon sewed one stitch to make the hole smaller, loaded up a replacement seal, removed the side biter clamp and deployed the second seal without any issues. The anastomosis was completed using the second seal. No patient complications were reported.